Event description:
It was reported that after insertion of the iab, and at the onset of pumping, blood was noticed in the helium tubing. As a result of this, the iab was removed and replaced. There were no patient complications.